Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a non-reactive immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) result was obtained on a patient sample on an advia centaur xp instrument. Calibration was valid and quality control (qc) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse tested all dispense valves, replaced and primed acid pump, and determined there were no leaks at the fluid manifold. The cse determined the reagent 3 (r3) probe was bottoming out to cuvette and adjusted the height. The sample probe was also out of alignment and near the cuvette wall and the cse adjusted the alignment. Then, the cse emptied all acid, base, and wash 1 reservoirs and checked connections, bottles, and tubing, and did not observe any leaks; installed and primed new bottles; replaced aspirate probes pinch valve tubing; cleaned luminometer lens, performed an empty and fill cuvette procedure, ran dark counts, and primed water from reservoir to manifolds. As per the customer, the instrument has been operational. Although mechanical malfunctions were identified and addressed, since no other samples were impacted and qc recovered within ranges, preanalytical variables and sample integrity issues potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a non-reactive immunoglobulin g (igg) antibodies to hepatitis c virus (ahcv) result was obtained on a patient sample on an advia centaur xp instrument. The non-reactive result was reported to the physician(s), who questioned the result based on the patient¿s historical result. The sample was repeated thrice on an alternate advia centaur xp instrument and since two of the three results were greater than or equal to 1.00 index value, the sample was considered reactive. The result of 1.03 index was reported as the correct result to the physician(s). The sample was also sent to an alternate laboratory for testing on an alternate methodology and the sample recovered non-reactive for ahcv. The same sample was subsequently repeated on original and alternate instruments for troubleshooting purposes. There are no known reports of patient intervention or adverse health consequences due to the non-reactive ahcv result.